Event description:
Medsun report rec'd reporting flow/leakage problem with use of (B)(4) safeset resvr. Monitoring kit. The report states "when flushing the arterial line safeset, blood backed up into the transducer and leaked. There were no reported adverse pt consequences. The (B)(4) device kit was pre-tested during initial set-ups with no problems noted at that time.

Manufacturer narrative:
Mfrs analysis and investigation: one (1) used; two (2) pkgd (B)(4) safeset reservoir kits, lot#2239893, and one (1) used and one (1) pkgd biosensor international trifurcated monitoring kit, lot# all0800363 were returned. Functional and performance tests were performed. The results recorded the (B)(4) functioned per the product performance requirements with no performance issues replicated. Testing was then conducted with the (B)(4) which was mated/connected to the biosensor international trifurcated monitoring kit. The results recorded fluid/flow backup to the biosensor kits dome and leaked. Engineering visual analysis of the biosensor kits components document flow issue/leakage originated from the biosensor transducer dome at what appears to be ultrasonic weld defect. Conclusion: the (B)(4) device was returned and tested. The results recorded no performance issues and or out of spec. Conditions. The reported product problem flow/leakage was replicated. The root cause of the problems was attributable to another mfrs device/components. The device investigation results have been communicated to the facility contacts.